Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16725130 / 16585821, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing overstimulation in the ribs and groin. It was also reported that the patient was charging the ipg frequently. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed. However, the device serial number and model numbers were not read by a remote control nor cp. Sc-2218-50 (sn (B)(4)). Device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patient was experiencing overstimulation in the ribs and groin. It was also reported that the patient was charging the ipg frequently. The patient underwent an explant procedure.